Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: no actual sample is returned. Photo sample available. DHR: no similar defect was found in in-process and out-going inspection. No notification was raised for this defect. Manufacturing review: review of machine history tracking and in-process inspection showed no similar issues. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Investigation comments: there are no returned samples. Foreign matter was observed in the photos provided. However, from the photos, it is difficult to determine that the foreign matter is of cupboard material. Root cause: based on the photos provided, it is difficult to determine that the foreign matter is of cupboard material. Hence, no root cause is established. The complaint will be re-open for further investigation on the foreign matter when the sample is returned. (B)(4).

Event description:
It was reported foreign matter was found in the hub of the bd precisionglide¿ needle 19 g x 1.5 in, before use. No reported medical intervention or serious injury.